Event description:
The customer reported that while the unit was in use on a pt during a pci procedure, the unit generated an "augmentation alarm" and was unable to sufficiently inflate the non-datascope iab. The iab was replaced with another non-datascope iab. The unit again generated an "augmentation alarm" and was unable to sufficiently inflate the iab. The pt was removed from the iabp. After the pci procedure was completed, the pt died in ICU. The customer was indicated that they do not attribute the pt's death to the pump.

Manufacturer narrative:
The company representative evaluated the pump and did not find any problem with it. The unit was tested to factory specification. It functioned normally and was returned to the customer. The customer was sent the iab to the manufacturer, tmp, for investigation.